Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead dislodged one day post implant, the patient was asymptomatic prior to and after the event. The lead was explanted and replaced successfully.